Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that within the last week, their stimulator was running out of battery every day. Patient said they used to be able to go 2.5 days or something like that, but now it was making it maybe 24 hours. Agent asked if patient had made any therapy changes or changed groups and patient said they hadn't been seen for reprogramming for quite a while. The patient was redirected to their healthcare provider to further address the issue.